Event description:
There was an allegation of questionable positive results for 2 patient samples tested for elecsys hiv duo (hiv duo) on a cobas e801 analyzer. Patient 1 result from the e801 analyzer was 1.67 coi (positive). The sub results of the assay were hivag 0.196 coi and ahiv 1.67 coi. The hiv result from the mindray method was 0.52 s/co (negative). On (B)(6) 2026, patient 2 result from the e801 analyzer was 16.4 coi (positive). The sub results of the assay were hivag 0.184 coi and ahiv 16.4 coi. The sample was repeated by the abbott method with an hiv result of 0.08 s/co (negative). No repeat testing on the e801 analyzer and no confirmatory testing (pcr or western blot) was performed for either patient.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration was acceptable. False reactive results may occur with the elecsys hiv duo assay as the specificity is less than 100%. Product labeling states: "all initially reactive samples should be retested in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically. Repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.